Event description:
It was reported that during patient checkup, the right ventricular lead was noted to display high threshold and slightly diminished r wave. The patient has been sent for a chest x-ray and results were negative for lead fracture. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.